Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Opening the packaging of the v12 revealed a damaged eptfe coating.

Event description:
N/a.

Manufacturer narrative:
Analysis: the advanta v12 stent was not returned from the field. Because the v12 was not returned we cannot determine if there was a torn cover as detailed in the complaint. None of the questions asked of the institution were answered after multiple attempts. As all stents are 100% inspected prior to be crimped on to the balloon catheter, the likelihood of the covering being damaged prior to packaging is extremely unlikely. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. Conclusion: based on the investigation atrium medical corporation cannot confirm that the ptfe covering was torn. All product is 100% inspected during the process of manufacture to ensure the integrity of the device including the ptfe covering. H3 other text : not returned.